Event description:
It was reported that the finish was flaking off of the zimmer air dermatome ii width plates. Additional clinical follow up with the hospital indicated that the reported event was documented to have been noted by the o.r. Staff but as not having occurred during surgery or having direct patient impact.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.